Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019, the patient stated the cgm reading was high (around 200 mg/dl) so she took 4 units of insulin. She then went to walk her dog for about 20 minutes and midway during the walk felt like her glucose level was dropping, so took 3 glucose tablets. Her cgm had dropped rapidly to less than 40 mg/dl. She stated that she did not do a fingerstick at the time of the event but wonders if the earlier value was a false high because it dropped so rapidly. She did not get any alert for the low glucose. She collapsed 3 times during the walk. She did not lose consciousness but doesn¿t remember where she was the first 2 times. The third time she collapsed in her driveway and felt pain in her foot. She saw her doctor on (B)(6) 2019, who confirmed broken metatarsal bones in 3 toes. She was keeping the foot wrapped to help with the swelling and was scheduled for surgery on (B)(6) 2019 to insert a pin in the worst fracture. She thinks the fracture occurred at the first fall and that this caused the other 2 falls. At the time contact, the patient was using the same sensor and the values were only about 5 points off from her bg checks. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.